Manufacturer narrative:
It was determined that there were additional reportable malfunctions reported by the end user for this event.

Event description:
Consumer advised that the left side of his chair was broken and leaving marks on his arm. Dealer advised that the plastic portion of the arm that holds the arm pad is what was broken. Dealer also advised that the arm pad is a non-invacare product.